Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. The device was manufactured in 2017. According to clinical/medical investigation , the straight femoral impactor broke off during use. Per complaint details, it is unknown whether a backup device was needed, however it was reported that there was no was a delay in the procedure. Photos of the impactor show the two pieces of the broken impactor. There is no patient harm alleged, therefore, no further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that, during a tha procedure, the handle of an r3 straight shell impactor broke from the shaft in the welded section. It is unknown whether the plate fell over the patient¿s incision. It is also unknown how the procedure was completed, but it was not delayed. The patient did not experience any other surgical complication.